Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. When using the m knob, the clip did not move in the medial direction. The device was replaced with another to continue the procedure. One clip was implanted reducing mr to grade 2.

Event description:
It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. When using the m knob, the clip did not move in the medial direction. The device was replaced with another to continue the procedure. One clip was implanted reducing mr to grade 2. It was later reported that the blue alignment markers had been misaligned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents from the lot. Based on the information provided, the reported improper or incorrect procedure or method (user error) is associated with the inadvertent mis-keying of the cds with the sgc. Specifically, this refers to the alignment marker on the steerable sleeve not being aligned with the alignment marker on the sgc hemostasis valve during cds insertion. The reported unintended movement associated with a sleeve steering issue is a result of the user error. There is no indication of a product issue with respect to manufacture, design or labeling.